Event description:
It was reported that while using panel phoenix nmic/ID-308 no mic results were obtained by the laboratory personnel. There was no report of patient impact. The following information was provided by the initial reporter: "customer problem: customer reports invalid ast panels and errors for panels."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: unknown. Device manufacture date: unknown. The bd panel phoenix nmic/ID-308 is an antimicrobial resistance panel consists of a combination of the following 510k numbers: k032299, k061355, k061327, k031912, k023444, k063824, k033560, k063573, k041384, k060217, k052269, k032655, k062944, k060444, k173252, k063811, k151320, k063301, k023634, k020322, k132674, k063486, k023858, k031699, k060447, k042932.

Manufacturer narrative:
Investigation summary: this complaint is for qc failures due to invalid mic results when using phoenix panel nmic/ID-308 (449282) batch numbers 0189031 and 0231279. The customer did not return lab reports, isolates, or panels for investigation. To investigate, a total of eight (8) retention panels were tested, four (4) from each complaint batch, using a phoenix 100 instrument. For each complaint batch, the four (4) panels were tested using qc isolates of escherichia coli (a25922 & a35218), pseudomonas aeruginosa (a27853), and klebsiella pneumoniae (a700603). One panel was tested for each isolate. All eight (8) panels were evaluated for invalid ast results or errors. During investigation, all panels tested yielded satisfactory results and did not yield any invalid ast results or errors. This complaint is not confirmed. A review of quality notifications revealed no quality notifications for the complaint batches. A review of complaints revealed one additional complaint on each of the complaint batches. Complaint trending was performed and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary.

Event description:
It was reported that while using panel phoenix nmic/ID-308 no mic results were obtained by the laboratory personnel. There was no report of patient impact. The following information was provided by the initial reporter: " customer problem: customer reports invalid ast panels and errors for panels."